Event description:
It was reported that the patient observed the top plastic disc of two consecutive infusion sets curling upward while the adhesive remained attached, became concerned about insulin delivery due to rising glucose, removed the set without signs of bleeding or leakage, and then replaced the site and filled the cannula to resume insulin; subsequent review noted hyperglycemia readings around 360 with gradual decline to 352, and the device component implicated was packaging associated with the infusion set, with a described medical device problem related to compromised or damaged packaging. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed evidence consistent with compromised packaging, with the device problem linked to a tear, rip, or hole in device packaging involving the packaging component. It was concluded, based on previously established findings for similar reports, that no problem was detected as the investigation conclusion.